Event description:
It was reported that the device was cutting the vein when the clip was replaced. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.